Manufacturer narrative:
Patient identifier - requested, not provided, age and date of birth - requested, not provided, sex - requested, not provided, weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.

Event description:
The user facility reported there was kink in the locator. When the angio-seal poly-foil pouch was opened, a kink was found in the tip of the locator. The device was not used and manual compression was applied to achieve hemostasis. There was no health damage to the patient. The physician had completed the training process on the device prior to this case.